Event description:
It was reported that after the pump was refilled, the patient went home and, the next thing he knew, woke up in the hospital. It was stated that the patient got out of the hospital ten days prior to report and had been hospitalized there for a week. The patient brought the pump printout to his healthcare provider (hcp) and the hcp thought the refilling hcp had given the patient too much fentanyl and overdosed him.

Event description:
Additional information was received. It was reported that, on the day following a refill, the patient¿s daughter found him unconscious. He was taken to the emergency room and woke up two days later. It was indicated that the patient spent a week in the hospital. The patient¿s medical report showed a fentanyl overdose. A representative of the pump manufacturer went to the hospital to shut the pump down, but the patient¿s physician refused to see him while he was in the hospital. It was stated that the patient was set up with a different doctor after the hospital stay. It was being determined if the pump, pharmacy, or doctor had been the cause of the overdose. On the day prior to report, the patient¿s new doctor refilled the pump. It was noted that he was trying to bring the pump medication back up to what it was before the overdose. The device system was used to deliver fentanyl, clonidine, and baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# j0058149r, implanted: (B)(6) 2001, product type: catheter. (B)(4).